Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the teflon cannula was missing on the head set. The patient experienced rising glucose values and a wet self-adhesive plaster. After removing the infusion set from the skin, the patient noticed that the teflon cannula was neither on the head set nor stuck in the body. Thus, the patient believes that the teflon cannula was missing on the infusion set.